Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID and there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of the malfunction, was advised to continue using pump, and was instructed to call back if any malfunction code occurred again.